Manufacturer narrative:
The complaint sample was not available for evaluation. The lot device history records were reviewed and show that all requirements were met. Medical documentation was not received as the optician was unable to obtain the medical report from the pt and the treating doctor is not known. Optician reported that according to the pt, the treating doctor related the condition to tap water. Based on all info, no causal factors can be determined and no conclusion can be drawn.

Event description:
Optician reported pt having discomfort with lens resulting in a hospital visit and later follow up with a health care professional. The pt was diagnosed and treated for acanthamoeba keratitis. The pt has improved but is still under treatment. A future corneal transplant is possible. The pt informed the optician that the treating doctor related the condition to tap water.